Event description:
The patient received the scs system on (B)(6) 2009. It has been reported the patient has not used his system since (B)(6) 2011. The patient reported he has lost his charging system and the patient programmer in a fire. In order to resolve the issue, a replacement charging system and a patient programmer has been sent to the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction number: 1627487-12192011-003-r.